Event description:
Since early summer 2012, the picis anesthesia manager application would periodically freeze on various pc's (personal computers) at different times of the day and not everyday, not even every week. On occasion computers would not display a periodic blood pressure values from the database server, but all other parameters would come across the interface fine. In late fall of this year, we experienced a problem with picis populating data fields with incorrect patient data. The it dept was involved and found a pc in or7 had its ip (internet provider) address changed and the dns (domain name system) file was not updated on server. It should be noted the hospital is joining a new domain and all ip addresses will eventually changed. This particular workstation was changed out of schedule. Or7 computer was taken off-line and the correct data for each patient resumed in picis data fields. The dns file was updated appropriately and or7 computer was put back online without issue. As for occasional work station freezing issue, the operating system was installed on all hospital computers in early june. It is suspected that the operating system is not compatible with picis version 8.1 and causing occasional pc freezes. No patients were harmed.